Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged on (B)(6) 2017 the patient experienced a blood glucose of over 600mg/dl, with nausea, and vomiting, associated with an alleged time and date issue. Reportedly, the patient remained on the pump, and was treated with insulin via injection by their healthcare provider. During troubleshooting with customer technical support, it was revealed the patient had a high blood glucose after the battery was changed and the time and date were not maintained. The time and date were correct in the pump when the patient contacted animas. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with use error of the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09-jan-2018 with the following findings: during investigation, the last basal delivery was on (B)(6) 2017. There was no meter returned with the pump. Unable to verify the time/date reset to default setting in the black box. The black box showed a replace battery alarm, followed by a pump reboot. The pump was powered back on & insulin deliveries resumed at (B)(6) 2017 12:09. The pump was exercised for 24hrs. After 24hrs the battery was removed for 10hrs. When the battery was reinserted after 10hrs without power the time /date did not reset to default setting. The total daily dose added up correctly and reflected the users programmed basal rates. Pump passed delivery accuracy test and was found to be delivering accurately and within range. Unable to duplicate the time/date complaint.